Event description:
The customer reported intermittent communication failures and the system had to be rebooted whenever this issue occurred. This resulted in an intermittent loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.